Event description:
The customer contact reported the device delivered at a rate different than the programmed rate resulting in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of norepinephrine, at a rate of 3ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the nurse was reprogramming the device to an unspecified rate. At that time the nurse reported the rate "automatically" changed to 1350ml/hr. At that time, the nurse reported attempts to stop the delivery or turn the pump off were unsuccessful. The device was disconnected from the pt and removed from clinical service. The nurse reported there was an unspecified increase in the pt's arterial pressure. After an unspecified length of time the customer contact reported the "pt is in good conditions." Though requested, no add'l info was provided, including if medical interventions were required and if therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.